Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the number 4 key was found to be inoperable on a spectrum pump. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found in specification in relation to the reported #4 key inoperable which was not reproduced. The device's keypad was found to operate as designed. No component was found to have failed. Should additional relevant information become available, a supplemental report will be submitted.